Event description:
The lay user / pt contacted lifescan (lfs) alleging high readings on her one touch ultra meter. In may, 2006 around 5:00 pm she tested her blood glucose and received a 121 mg/dl, 111 mg/dl and 106 mg/dl. She experienced dizziness and passed out. After she regained consciousness she treated herself with glucose and candy. At an unspecified time the pt retested and received a 106 mg/dl, 116 mg/dl, 121 mg/dl and 101 mg/dl. The pt did not seek med attention or contact her physician for advice. The technique of applying blood on the test strip was incorrect. Customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and when the pt retested and obtained the 106 mg/dl, 116 mg/dl 121 mg/dl and 106 mg/dl. The complaint is being reported since thept's symptoms may suggest an abnormal blood glucose while she obtained somewhat normal blood glucose values on her meter.